Event description:
It was reported that upon routine follow-up the recommended replacement time (rrt) warning was triggered due to low voltage. The patient has heard the alarm but was unaware that this was an indicator of potential device issue. The clinic was concerned about the short battery life of this device. A generator change was planned but the device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) performance data was collected from the device and analyzed. Battery depletion was indicated as device reached the recommended replacement time on (B)(6)-2011, device rrt<=2.62 v. The weekly battery voltage trend data shows min bat=2.64 to 2.62 volts between (B)(6)-2011 and (B)(6)-2011. One patient alert for low battery voltage on (B)(6)-2011 02:15:03. (B)(4) the device was returned, analyzed. Analysis revealed that the actual longevity is less than 80% of 99.9% longevity limit. The device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that upon routine follow-up the recommended replacement time (rrt) warning was triggered due to low voltage. The patient has heard the alarm but was unaware that this was an indicator of potential device issue. The clinic was concerned about the short battery life of this device. It was later reported that the device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery depletion was indicated as device reached the recommended replacement time on (B)(6) 2011, device rrt<=2.62 v. The weekly battery voltage trend data shows min bat=2.64 to 2.62 volts between (B)(6) 2011 and (B)(6) 2011. One patient alert for low battery voltage on (B)(6) 2011 02:15:03.